Manufacturer narrative:
Return of the device for investigation was requested, however to date it the customer has not returned it. The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The biomed reported that the display of the n65pulse oximeter was missing segments.